Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an additional unknown quantity of used products that she believed might have been off-centered. She had none of these products left. She advised that she did not experience a stomal injury as a result of its use. However, she experienced a decrease in wear time from 7 days to 4-5 days that she attributed to the off-centered starter hole. She stated that as a result of the decrease in wear time, she experienced some minor skin irritation from changing it more frequently. The end user advised that she self-treated this with an over-the-counter product called renu 28 and the irritation was resolved by the next wafer change. No photo is available at this time.